Event description:
The manufacturer received voluntary medwatch (mw5110153) alleging an issue related to a continous positive airway pressure (CPAP) device. The patient alleged feeling inhale cancerous cell. There was no report of serious or permanent patient harm or injury. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.